Event description:
Scope was cloudy and has a half moon in the lense. Surgeon was upset and had to locate another scope causing a 40 minutes delay. No adverse consquences reported with the pt as a result of event. This device is used for treatment.